Event description:
Information received indicates when the brakes are applied and you push on the foot end of the stretcher, the brake/steer caster ratchets side to side.

Manufacturer narrative:
The technician replaced brake/steer caster and hex rod to repair the stretcher.